Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen (2,000 mcg/ml at 1,287 mcg/day) via an implanted pump for an unknown indication for use. It was reported that two days after the patient had their pump replaced, the patient exhibited withdrawal symptoms. It was reported that upon original replacement there were no visible kinks in the catheter and the catheter was easily aspirated through the catheter access port (cap) of the old pump and the new pump. After the patient's return of symptoms, the pump was interrogated and there were no alerts. It was decided to replace the pump and the pump segment of the catheter. During the second replacement, the catheter was aspirated successfully. It was reported to troubleshoot the explanted pump, the residual volumes of the reservoir and what the clinician tablet reported were compared, and both were 17.7mls. The explanted pump was interrogated to read logs and it was only "programming steps". There were no known environmental/external/patient factors that may have caused or contributed to this event. The patient's weight was asked but would not be made available for this report. The patient's medical history consisted of cerebral palsy and intractable spasticity. It was unknown if the issue was resolved at the time of the report and the patient's status was "alive-no injury".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the company representative that stated that the cause of withdrawal was not definitively determined. It was also reported that the patient's symptoms resolved after the second replacement.